Manufacturer narrative:
The customer's calibration was ok. The qc was acceptable on the day of the event but then became erratic and out of range causing the customer to recalibrate multiple times. The investigation reviewed the system's alarm trace and no abnormalities were found. The investigation determined the event was consistent with pre-analytical handling issues at the customer site.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results for three patient samples with a cobas 6000 c 501 module. The reporter stated that qc was out of range high, they recalibrated and qc was within mean. The reporter then ran a patient correlation and found discrepant results. Sample 1 the initial result was 110 mg/dl. The repeated result was 92 mg/dl. Sample 2 the initial result was 114 mg/dl. The repeated result was 82 mg/dl. Sample 3 the initial result was 98 mg/dl. The repeated result was 70 mg/dl. The questionable results were reported outside of the laboratory. The repeated results were deemed correct. The reagent lot number was 555271 with an expiration date of 31-aug-2022.

Manufacturer narrative:
The field service engineer found the original samples used for the correlation were too old, newer samples were tested with no discrepancies. The customer ran calibration and qc which was acceptable. The investigation is ongoing.